Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
At an unspecified time during ivtm therapy, the nurse observed that the saline bag was empty. Following this, the user replaced the saline bag and continued therapy. The reporter was unable to specify if they inspected for signs of leak on the tubing, start-up kit (suk) or around the patient's bedside. No thermogard console alarm was also specified. Additional information from the hospital personnel stated that ivtm was completed without further issue using the same icy catheter inserted on the patient. No known impact or patient consequence was reported.